Event description:
It is reported that the haptic broke after insertion. The incision was enlarged to remove lens from the eye. There was no reported injury to the patient. A new lens of the same model was placed during the same procedure. A suture was used to close incision.

Manufacturer narrative:
(B)(4). The lens was received for return evaluation. A visual inspection was performed finding one distorted haptic with the appearance of viscoelastic also observed on the lens. Prior to release, the lens met manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.